Event description:
It was reported that during a scheduled implant procedure, this right ventricular (rv) lead was an attempted implant. The lead would not cross through the tricuspid valve and the stylet was not able to straighten out. Helix extension issues were also observed. Therefore, the physician attempted to pull out the lead, however, it curled and got caught in the patient's tissue. Atrial perforation was observed. The lead was surgically abandoned and replaced and a new lead was successfully implanted. A CT scan was performed and the report concluded no evidence of mediastinal haematoma, pericardial effusion, or pneumothorax. Technical services (ts) recommended additional routine chest x rays to confirm lead positions. No additional adverse patient effects were reported.